Event description:
Philips received a complaint on the heartstart mrx defibrillator monitor indicating that the device fails functional test. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device log provided by the customer and determined that this was a malfunction of the therapy pca (printed circuit assembly) however the replacement part and service for this model are no longer available due to end of life of this model. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca. The device cannot be repaired/serviced due to eol.